Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery was at nine percent remaining. Six months earlier the battery was at 26 percent remaining. The clinician noted that the patient has not received any therapy from the device during that time frame. Engineering reviewed the data stored within the s-ICD and found that there has been a magnet applied to the device for approximately 22 days which can affect the battery longevity and availability of therapy. The patient was asked to contacted boston scientific technical services (ts) to find possible sources of a magnet. The only potential magnet source was the patient's blood pressure cuff. Ts went over keeping it on the opposite side of the s-ICD. Ts followed up with the clinic and advised that the patient be brought into the office and new files from the device's memory uploaded to ensure the magnet exposure was related to the blood pressure cuff. The clinic has been unable to bring the patient into the clinic as he noted he has no ride. The clinic will continue to attempt to get the patient scheduled for an in office interrogation. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that just over three months later the battery status continued to exhibit nine percent remaining. The patient noted they had been wearing the blood pressure cuff on the opposite side for the last three months. Data was sent into engineering for review. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery was at nine percent remaining. Six months earlier the battery was at 26 percent remaining. The clinician noted that the patient has not received any therapy from the device during that time frame. Engineering reviewed the data stored within the s-ICD and found that there has been a magnet applied to the device for approximately 22 days which can affect the battery longevity and availability of therapy. The patient was asked to contacted boston scientific technical services (ts) to find possible sources of a magnet. The only potential magnet source was the patient's blood pressure cuff. Ts went over keeping it on the opposite side of the s-ICD. Ts followed up with the clinic and advised that the patient be brought into the office and new files from the device's memory uploaded to ensure the magnet exposure was related to the blood pressure cuff. The clinic has been unable to bring the patient into the clinic as he noted he has no ride. The clinic will continue to attempt to get the patient scheduled for an in office interrogation. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that just over three months later the battery status continued to exhibit nine percent remaining. The patient noted they had been wearing the blood pressure cuff on the opposite side for the last three months. Data was sent into engineering for review. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that upon engineering review the last recorded magnet exposure was five months earlier and the s-ICD appears to be depleting normally. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery was at nine percent remaining. Six months earlier the battery was at 26 percent remaining. The clinician noted that the patient has not received any therapy from the device during that time frame. Engineering reviewed the data stored within the s-ICD and found that there has been a magnet applied to the device for approximately 22 days which can affect the battery longevity and availability of therapy. The patient was asked to contacted boston scientific technical services (ts) to find possible sources of a magnet. The only potential magnet source was the patient's blood pressure cuff. Ts went over keeping it on the opposite side of the s-ICD. Ts followed up with the clinic and advised that the patient be brought into the office and new files from the device's memory uploaded to ensure the magnet exposure was related to the blood pressure cuff. The clinic has been unable to bring the patient into the clinic as he noted he has no ride. The clinic will continue to attempt to get the patient scheduled for an in office interrogation. The s-ICD remains in service and no adverse patient effects were reported.